Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device reported under serial number (B)(4) is a concomitant. Please refer to serial number (B)(4), which captured the correct suspect device per investigation report.

Event description:
It was reported that rate of infusion had unintentionally increased. Four pump modules were infusing amiodarone 1mg/min, epinephrine 2mcg/min, nitroglycerin 35mcg/min and fentanyl 100mch/hr. The nurse noted continuous beeping coming form the pump. Nurse opened the screen to one of the infusions and noted the rate increasing, an attempt to turn off the channel was unsuccessful. The rn detached the IV tubing from the pump module and checked the next pump module as the beeping continued, rate on all other infusions were also increasing, entire system was changed out and infusions were resumed. Pt remained stable, no harm to patient.

Event description:
It was reported that rate of infusion had unintentionally increased. Four pump modules were infusing amiodarone 1mg/min, epinephrine 2mcg/min, nitroglycerin 35mcg/min and fentanyl 100mch/hr. The nurse noted continuous beeping coming form the pump. Nurse opened the screen to one of the infusions and noted the rate increasing, an attempt to turn off the channel was unsuccessful. The rn detached the IV tubing from the pump module and checked the next pump module as the beeping continued, rate on all other infusions were also increasing, entire system was changed out and infusions were resumed. Pt remained stable, no harm to patient.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.